Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels as low as in the 29 mg/dl. The suspected cause of the bg levels were a change in daily schedule regarding food consumption and the customer skipped dinner on multiple nights. The customer consumed carbohydrates to address the bg level.